Event description:
A distributor contacted zoll to report that a patient had a skin irritation mostly under the front therapy electrode (te) pad. The patient alleged that his skin bled one time. Hospital staff recommended that the patient temporarily remove the device while in the hospital. Follow-up indicated that the skin irritation had cleared up.

Manufacturer narrative:
There is no indication of a device failure associated with this event. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surface of the lifevest device as well as the blue (tm) defibrillation gel.